Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, with no pacing inhibition. The lead was tested by a pacing system analyzer and the observations were not seen. The physician decided to abandon the lead surgically and replace with another lead. It was later reported that the impedances were increasing and thought to be the cause of the noise oversensing. No additional adverse patient effects were reported. If the product is later returned, analysis will be performed and this report would be updated, at that time.